Manufacturer narrative:
Hospital discarded.

Event description:
It was reported that a right side tritanium pl cage at l4/5 migrated approximately 1 month post-operatively. Revision surgery was performed where the implant was removed and replaced.

Event description:
It was reported that a right side tritanium pl cage at l4/5 migrated approximately 1 month post-operatively. Revision surgery was performed where the implant was removed and replaced.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. Per additional correspondence, patient's post op activity level and bone quality is unknown. No external trauma was reported. It is unknown if fusion was achieved. No complications during the initial procedure were reported. Patient did not have tight disc space. It is unknown if any supplemental fixation system installed. Surgeon was reported to be familiar with the tri pl insertion technique. Implant was not inserted/impacted at an angle during initial surgery. Normal impaction force was applied to the inserter. Implant was not repositioned after insertion. From the tritanium pl surgical technique: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: inadequate initial fixation, latent infection, premature loading of the device or trauma, improper cage size, patient bone quality, patient activity level, and inadequate preparation of the disc space can contribute to the event.